Event description:
An end user reported she developed a nasal abscess and was hospitalized as a result of using a continuous positive airway pressure (CPAP) device and a wisp nasal mask. The end user was advised on proper cleaning techniques, and referred to her durable medical equipment (dme) supplier to facilitate return of the device and mask for investigation. To date, no product has been returned. The manufacturer's investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The manufacturer received the CPAP and associated heated humidifier only for investigation regarding the end user's allegation she developed a nasal abscess and was hospitalized while using these devices. The wisp nasal mask was discarded by the end user. No lot number or part number was provided for the mask. The CPAP and heated humidifier functioned properly and passed all testing. There were no unusual odors present, and no contamination was noted. Labeling for the CPAP instructs the user to wipe the outside of the device with a cloth slightly dampened with water and a mild detergent. Under normal usage, the gray foam filter is to be cleaned at least once every 2 weeks with warm water and a mild detergent, and replaced every 6 months. The white ultra-fine filter is disposable and should be replaced after 30 nights of user or sooner if it appears to be dirty. The patient tubing should also be cleaned before first use and daily with warm water and a mild detergent, rinsed thoroughly, and allowed to air dry. Labeling for the heated humidifier instructs the user to wash the parts of the tank in a solution of warm water and a mild liquid dish detergent, gently wash the middle seal, rinse with clean water and allow all parts to air dry. The water tank is to be emptied and cleaned daily to prevent mold and bacteria growth. Labeling for the wisp nasal mask instructs the user to hand wash the mask before first use and daily in warm water with a liquid dish detergent, rinse thoroughly, and allow to air dry completely before next use. The user is also cautioned to discontinue use and contact a healthcare professional if skin redness, irritation, or discomfort is experienced. Based on the information available, the manufacturer is unable to confirm the user's allegation she developed a nasal abscess as a result of using the CPAP and heated humidifier, and concludes no further action is necessary.